Event description:
It was reported that the programmer presented with an error and re-booted during interrogation of a device. It was noted that the programmer was working normally at the time of the call. It was suggested to the caller to contact their geographically-specific service center and representative if any odd behavior was seen again with the programmer, and to return to service; the programmer was stated to be okay to use at the time of the call. The programmer will not be returned at this time. No patient complications have been reported as a result of this event.